Event description:
An elderly gentleman was admitted for back surgery with past history of stroke which affected the right side of his body. After admission pt complained of muscle spasms to his right leg. An order was written by the physician for heating pad application. After a couple of days redness and swelling was noted by a nurse and she questioned the pt (0200 hrs on tuesday, 1/16/96). The pt stated that he noticed it about two days ago, after the use of the "blue pad." Temp setting of the pad was not noted at the time it was removed from the pt. The size of the disposable blanket is 24" x 60". Pt sustained a first-degree burn (redness, swelling) to the right lower leg. The pad was used to help relieve muscle spasms. How long the pad was in use prior to the pt injury is not known. The pad was bench tested by biomedical equipment repair tech. The temp selection of 100 degrees fahrenheit produced 100 degree fahrenheit and selection of 105 degrees fahrenheit produced 103 degrees fahrenheit. In brief, the pad heating module bench tested as per mfg's specs.